Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, after a microbiological routine culture on the videoscope, an unexpected contamination was detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 8010047-2022-01902.